Manufacturer narrative:
The reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012, during a clipping procedure in the stomach. According to the complainant, after the device was advanced through the scope, the clip was opened and closed successfully. Reportedly, the clip was placed at the target tissue, but could not be released from the delivery catheter. The nurse attempted without success to separate the clip by actuating the handle several times. Additional information was received which revealed that tissue was never grabbed with this clip. The device was withdrawn from the patient, and the procedure was completed using another manufacturer's device. No patient complications resulted from this event. The patient condition was reported as stable post procedure.